Event description:
It was reported that the lead was replaced due to high impedance of greater than 2000 ohms, and inappropriate shocks. No further patient complications have been reported as a result of this event.